Manufacturer narrative:
No product was returned for evaluation as it was returned to (B)(6). Images provided confirm the alleged event. No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2019. As per reporter the rod was removed due to complete extension. As per reporter, visual inspection reveal that there was cold welding between the housing tube and the distraction rod.